Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including nocturnal events during which two dinner announcements appeared overnight that the user stated occurred without their input, followed by prolonged automated insulin suspension until delivery was later resumed; the lowest reported glucose was 54 mg/dl, and the user treated with oral carbohydrate. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included transient hypoglycemia with recovery after self-treatment and no hospitalization. Investigation included review of available device logs and follow-up with the user to determine whether automated dosing and alerts functioned as designed. Investigation of this case revealed no confirmed device malfunction at the time of report, and the event was characterized as cause unclear with education and troubleshooting completed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.